Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket wire and the operation pipe were not broken off. The basket could open and close. The basket was deformed. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported problem could not be conclusively determined since the reported breakage of the subject device was not confirmed. The above device handling has warned in the instruction manual as follows. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic removal of the stone from the bile duct, two bml-v442qr-30s were used. The user tried to remove the stone but the basket wire of the first bml-v442qr-30 broke. The stone with the basket of the first bml-v442qr-30 remained in the bile duct. The user retrieved the first bml-v442qr-30 with an emergency lithotripter but it was failed. After the insertion of the second bml-v442qr-30 and a stone was set again. When crushing the stone with the second bml-v442qr-30, the second bml-v442qr-30 broke off and the handle could not be controlled anymore. The user retrieved the second bml-v442qr-30 with an emergency lithotripter and the basket of the first bml-v442qr-30 was recovered. There was no patient injury reported. No further information was provided. This is the report regarding the breakage and the use of the emergency lithotripter with the second bml-v442qr-30.